Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.